Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 530 mg/dl. The customer was advised to monitor blood glucose and treat blood glucose as per health care provider. The customer was walked through rewind process and explained the pump needed to be rewound for insulin to get through.